Manufacturer narrative:
Received one speedband device with the velcro strap and ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found one band present and moved out of its position. It was also noted that the white band was detached and the ligator head teeth were not damaged. The proximal section of the trip wire was wavy. The suture was broken with one section attached to the trip wire loop and the other section attached to the ligator head. The trip wire was partially rolled in the handle; there was evidence that the trip wire was secured in the handle assembly slot when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly and the velcro strap. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the upper sphincter of the stomach during a gastroscopy procedure performed on (B)(6) 2017. According to the complainant, as the scope was withdrawn after the procedure was completed, the suture loop broke around the bands. The ligator head remained attached to the trip wire within the scope but released from the end of the device remaining connected by the suture. The device was removed from the patient with three bands falling off in the process. The patient stayed for two hours in recovery and was monitored to ensure no bands had fallen into the airway. The patient was then discharged. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the upper sphincter of the stomach during a gastroscopy procedure performed on (B)(6) 2017. According to the complainant, as the scope was withdrawn after the procedure was completed, the suture loop broke around the bands. The ligator head remained attached to the trip wire within the scope but released from the end of the device remaining connected by the suture. The device was removed from the patient with three bands falling off in the process. The patient stayed for two hours in recovery and was monitored to ensure no bands had fallen into the airway. The patient was then discharged. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.